Event description:
Info received indicates the power cord failed the ground resistance electrical safety test, due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.